Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt fell in the shower and since he is unable to turn his stimulation back on. The pt also stated he is unable to communicate with his ipg using the programmer or charger. Surgical intervention will be undertaken to address the issue.